Manufacturer narrative:
Request for additional information and for product return have been made. There has been no response at this time. The subject device was not returned for evaluation. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. Please reference MFR #2015691-2021-04789 for the report submitted on the patient's aortic valve.

Event description:
Edwards implant patient registry received information a 33mm 6900ptfx mitral valve were explanted after implant duration of three (3) years, 11 months, due to unknown reasons. The explanted mitral valve was replaced with an unknown valve. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined.